Manufacturer narrative:
(B) (6) - thoracic mass.

Event description:
It was reported the pt had complained of severe headache, nausea, and vomiting. Upon interrogation on 01/27, it was noted that all four contacts on left side were >3,600 ohms. The pt was receiving no stimulation on the left side of his head. On 02/02, fluoroscopy showed a thoracic mass. The pt was admitted and the doctor administered a blood patch for spinal leak. The pt discussed with the hcp a surgical revision, although no date for surgery had been reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. Please see MFR. #3004209178201001407.